Manufacturer narrative:
Additional devices for this complaints: (B)(4) - MFR. Date: 08/31/2016 - exp. Date: 08/31/2018. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and multi-organ failure , respiratory distress, bleeding are all known potential adverse event associated with the implantation of all vads as outlined in the instructions for use.

Event description:
It was reported from the site by the vad coordinator that during patient updates, bi-vad patient implanted on (B)(6) 2016 (both right and left implanted on same day), who had been admitted since implant had been stabilizing until routine procedure on (B)(6) 2016. On (B)(6), patient went for flexible and rigid bronchoscopy with an endotracheal clot. According to vad coordinator patient started severely bleeding and experienced profound hemoptysis. It was stated that veno-venous (vv) ECMO was placed after hemoptysis. Patient went in to severe respiratory distress due to hypercarbia and profound acidosis. The clinical team sites "profound bleeding after instrumentation" and multi-system organ failure as the cause of death. Team is not relating death to either lvad or rvad. Family declined autopsy, therefore pump will not be able to be returned. Site disposing of peripherals. No additional information available.